Event description:
Additional information was received indicating the device was replaced to resolve the event. The patient was in stable condition.

Manufacturer narrative:
The reported event of premature discharge of battery was not confirmed. The device was received from the field with battery at elective replacement level which was reached post-explant. Review of the device image indicates there was a false replacement alert consistent with the device being in auto-capture and high output mode. Electrical tests performed under nominal settings indicates normal functionality. Further evaluation of the device under several pulse amplitudes indicated normal current levels and no indication of premature depletion noted. Longevity assessment was performed, and the device exceeded projected longevity and it is considered normal battery depletion.

Event description:
It was reported that during a follow up in clinic, premature battery depletion was suspected on the device. The device was explanted to resolve the event. The patient was in stable condition.